Event description:
In 2010, I had a tubal ligation with the use of cooper filshie clips. I developed menorrhagia, endometriosis. I was in complete pain after the use of these things. Come to find out, these clips had come off and migrated to the right side of my abdomen which contributed to increased menstrual pain. Disturbance of the local flora cause septic shock syndrome and renal failure. I spent a week in ICU. Now the doctors claim at that time they didn't know what happened. I had a severe inflammatory reaction to these clips. My intention when speaking to the doctor about use of this product was to one day have it reversed in order to have other children. That can't happen because these things became dislocated causing me to have a total hysterectomy on (B)(6) 2015. I'm (B)(6) and I now face humiliating hot flashes, uncontrollable anger and depression. I've even wanted to commit suicide because I no longer can live the life I thought I would have ever since I had these clips put on. My life changed. I haven't worked since having that surgery because of having to go the emergency room and the hospital and the doctor so much during this time. Who would hire someone that was never there? Someone is responsible for me having to deal with these things (clip migration). This is the worst that could happen to a woman especially a woman at my age. I'm in my prime and here my body is that of a 60-year old.